Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative tested the equipment, leading to the replacement of the sgn monitor. After part replacement, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue(lcd monitor malfunction). This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, during catheter-based procedure, the surgeon monitor flickered and then shut off. The surgeon continued just using the staff monitor. There was no impact on patient outcome.